Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl to a bg reading of "high" on the customer's continuous glucose. Reportedly, the cause of elevated bg was due to customer was using "bad" insulin. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Additionally, it was reported that the pump time was incorrect, reportedly, the customer corrected the pump time and resumed insulin therapy.